Event description:
It was reported that in 2002, revision surgery was performed due to migration of the internal device. The surgeon placed the implant in a deeper bone recess. The device remains implanted.